Event description:
The manufacturer received information alleging a ventilator's touchscreen stopped working. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a ventilator device sound abatement foam. The patient alleged, ventilator's touchscreen stopped working. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The device came in for a "touch screen stopped working". Could not confirm complaint of touch screen not working. Replaced the display screen as a precaution. Unit passed final repair test, used known good battery for test. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator's touchscreen stopped working. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The device came in for a "touch screen stopped working". Could not confirm complaint of touch screen not working. Replaced the display screen as a precaution to resolve the issue. Section h6(medical device code, component code) are corrected in this report.